Manufacturer narrative:
The zoll catheter (lot number 49731) was returned to zoll for investigation. Investigation results as follows: device history record was reviewed for balloon bonding lot no 49731 found no nonconformities with the lot. An icy catheter was returned to zoll (B)(4) for evaluation. A visual inspection found no visual discrepancies or issues. All lumens flushed as intended. No leaks were noticed during flushing. The returned catheter was connected to a pressurized inflation device. The catheter was pressurized upto 100psi, however no leak was noticed with the device. Following the test, all balloons deflated successfully without any issues. Evaluation of the returned device did not confirmed the customer reported complaint as no issue was noted with the catheter. The root cause for the reported user experience cannot be determined. There was no patient injury or death attributable to this complaint. No additional action required due to this low frequency complaint.

Event description:
It was reported that the icy catheter was not able to cool a (B)(6) male patient during therapy. On (B)(6) 2016, the icy catheter was inserted into the vena femoralis without any complications. The patient's initial temperature was 36.05°c with a target temperature of 33°c. The mode on the console was set to max. Approximately 7 hours after insertion, it was observed that the patient's temperature had not declined. According to the reporter, the thermogard ivtm system (s/n: (B)(4)) functioned properly and the saline flowed freely through the icy catheter and start-up kit without any issues. It was noted that the attending nurses frequently tested the patient with a secondary probe (infrared ear thermometer) and that both temperature from the patient's ear and bladder correlated. The patient's maximum temperature was observed at 37.2°c. A secondary therapy was not used to complete the therapy. The catheter remained in the patient for 4 days.